Event description:
It was reported that the pt received a ncb pp dist fem plate, l, 18 h, l. 355mm on the left side on (B)(6) 2011 and is experiencing constant itching along the incision ever since.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, the changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).